Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/ recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP/bipap device's sound abatement foam. The patient alleged that the visualization of particles. There was no report of patient harm or injury. The device was returned to the third-party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The third-party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation. The unit has been scrapped.